Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting a message about batteries last night / yesterday. Patient stated they are not sure what the full message was on the controller screen about batteries. Patient stated it took 2hrs to charge the ins from 30% to 90% at excellent quality last night. Patient mentioned the controller has been dropped awhile go but has been working. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna. Patient started charging the implant and getting excellent quality, controller 100%, implant 50% charged. Agent recommend taking a picture or write down the message. Patient service reviewed device function and recommend patient monitor the device and call patient service for assistance if necessary.